Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a dex procedure, when the surgeon was using the ar-1540bc, the anchor broken. Since the anchor broke, the surgeon decided to remove all fragments and use a tenodesis screw instead without further issue.